Manufacturer narrative:
Literature citation: a novel classification and minimally invasive treatment of degenerative lumbar spinal stenosis by guangfei gu, hailong zhang, shisheng he, qingsong fu, xiaobing cai, xu zhou, xiaolong shen, xin gu. Age at event: age distribution was 41 to 81 years, with an average age of 63.4 years. Sex: gender distribution was 54 females and 42 males. Date of event: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿a novel classification and minimally invasive treatment of degenerative lumbar spinal stenosis¿ that the authors¿ conducted a novel classification system of dlss based on clinical manifestations and imaging (computed tomography (CT) and magnetic resonance imaging (MRI)) features. The authors chose different surgical procedures according to their novel classification system based on clinical manifestations, imaging features, and concurrence with other spinal diseases. Clinical parameters and radiological findings were assessed pre-operatively and post-operatively. Reportedly, in one patient, post-operative radiographs showed a screw was overlong and penetrating the front cortical bone of the vertebra. No additional symptoms were observed during the follow-up period in this patient.